Manufacturer narrative:
The insulin pump was received with no button response due to flattened esc, act and up button dome switches. However, a test keypad overlay was used with keypad domes witches and the insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Device was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call that he was hospitalized the morning of the call with diabetic ketoacidosis. Customer's blood glucose at the time of admission was 550 mg/dl. The customer had inserted the infusion set the day prior and when removing it, they found the cannula was bent. Customer stated that the diabetes educator and doctor advised the buttons on the insulin pump are too hard to push. No events leading to the keypad issue. The insulin pump was replaced and returned for analysis.